Event description:
It was reported by service report that the footboard is working intermittanly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: loose ribbon inside footboard.